Event description:
On (B)(6) 2011, a vns treating physician reported that his patient was experiencing shocking from the device and the physician believes that there is a serious vns malfunction and that the leads need to be disconnected. The physician later reported that the patient has a history of manic episodes, pre-vns. The patient was implanted with vns due to chronic depression. The patient went off his medication and had a manic episode. The physician feels that the manic episode is the result of going off his meds, and not caused by the vns. He said that he saw the patient on (B)(6) 2011 and everything was fine. He said that, that evening the patient called him reporting that the vns shocked him and that his heart stopped, he couldn't talk, his neck muscles tensed. The physician saw him again on (B)(6) 2011 and the patient wanted the vns removed. The physician told him that he could not do that because he is not a surgeon. The patient said he did not want his implanting surgeon to remove the device, that he wanted a different surgeon. The physician does not know why he doesn't want his implanting surgeon to do the surgery. The patient's settings were at 0.25ma/30/250/30/1. The patient cannot tolerate higher settings because it had made him hoarse in the past. The physician did not run any diagnostics because he said he wasn't sure if the device was malfunctioning and he didn't want to run diagnostics at a higher setting than the patient was used to. However, the physician had previously reported to the patient's consultant that he had run system diagnostics which showed everything ok. The patient then called the physician and told him that he cut the leads himself. The physician stated that the patient went into the hospital for a manic episode and they disabled his device. The physician said he has seen the wound that the patient made when he cut his leads. The physician does not know if the device "shocking" is really a device malfunction or due to the patient's mania. On (B)(6) 2011, the physician reported that the patient just called stating his vns is still shocking him event though it was supposed to be disabled at the hospital. The physician stated that he has not performed any diagnostics because he is afraid of doing it since the patient complains of it shocking. The physician doesn't know for sure, but he doesn't think the patient's generator was turned back on. The physician was told that if the patient was turned off then he should not be receiving any current from the generator. The physician said they are trying to schedule the patient with a surgeon for removal as soon as possible. He states the patient says the magnet is not keeping it turned off. The physician was told that if he had any problem to call back the manufacturer and he could be assisted to make sure the patient was turned off. The physician acknowledged that if he had any problems he could call the manufacturer; however, he has not called the manufacturer. The patient has been scheduled for surgery for device removal in (B)(6) 2011. When additional information is received, it will be reported.